Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to get any green lights on the telemetry portion on the monitor. Troubleshooting steps were taken to no avail. Referred to device clinic for follow up in-clinic. It was also reported that telemetry could not be established between the implantable pulse generator (ipg) and the remote monitor. This will help rule out any potential implanted device concerns. The device remains in use. The monitor remains in use. No patient complications have been reported as a result of this event.